Event description:
It was reported that the ventricular lead exhibited noise and high impedance due to a fracture. The lead was capped and replaced during routine pulse generator change out procedure on (B)(6) 2015. The patients condition was good post procedure.

Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 46.9 cm to 47.0 cm from the connector pin. Abrasions are consistant with consistent friction with another implantable device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.